Event description:
It was reported that the patient died. The patient was presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in left main artery. A 20 x 3.50 promus premier drug eluting stent was successfully deployed. After stenting, the patient condition became unstable. The patient was transferred to cardiac care unit; however, the patient died. It was further reported that the target lesion 90% stenosed, moderately tortuous and non-calcified. The official cause of death was cardiac arrest.

Event description:
It was reported that the patient died. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in left main artery. A 20 x 3.50 promus premier drug eluting stent was successfully deployed. After stenting, the patient condition became unstable. The patient was transferred to cardiac care unit; however, the patient died.